Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature reading on the monitor was inaccurate. The temperature on the monitor read forty-three degrees and through another measure, thirty-three degrees. The device was not changed out as another method to read temperature was used. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.